Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported inability to grasp and inability to capture the leaflets appear to be related to a combination of procedural factors and patient challenging anatomy. The cause of the reported torn chordae appears to be a cascading effect of the reported grasping and capturing attempts. Additionally, the reported patient effect of tissue injury is a known possible complication associated with mitraclip procedures. The reported difficulties visualizing the clips appears to be related to patient anatomy and equipment quality. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a second mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+, with very restricted and remodeled anterior leaflet due to the presence of severe calcific secondary chords, long posterior leaflet, and lateral orifice residual area of around 4cm2. A mitraclip xtw (50822a1002) was prepared per the instructions for use (IFU) and the clip was inserted without issues. Grasping was performed. After several grasping attempts, the clip was implanted on the mitral valve. To further reduce mr, a second clip, a mitraclip xtw (50826a1091) was then inserted, and grasping was performed. However, the leaflets were unable to be grasped, and a torn chord of the anterior leaflet was observed. An attempt was made to grasp the flail, but this was not successful. Therefore, the clip was removed from the patient. The procedure was discontinued. No additional clips were implanted, and the mr was reduced to a grade of 4. There was no clinically significant delay in the procedure. Subsequent to the previously filed report, additional information was received: difficulties visualizing the clips during the procedure occurred. It was confirmed that difficulties grasping the leaflets with the first mitraclip xtw (50822a1002) and difficulties grasping and capturing the leaflets occurred with the second mitraclip xtw (50826a1091) occurred.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a second mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+, with very restricted and remodeled anterior leaflet due to the presence of severe calcific secondary chords, long posterior leaflet, and lateral orifice residual area of around 4cm2. A mitraclip xtw (50822a1002) was prepared per the instructions for use (IFU) and the clip was inserted without issues. Grasping was performed. After several grasping attempts, the clip was implanted on the mitral valve. To further reduce mr, a second clip, a mitraclip xtw (50826a1091) was then inserted, and grasping was performed. However, the leaflets were unable to be grasped, and a torn chord of the anterior leaflet was observed. An attempt was made to grasp the flail, but this was not successful. Therefore, the clip was removed from the patient. The procedure was discontinued. No additional clips were implanted, and the mr was reduced to a grade of 4. There was no clinically significant delay in the procedure.